Event description:
It was reported that during a routine device change out procedure, the pulse generator went into backup vvi operation when bovie cautery was performed. The patient was asymptomatic. The pulse generator was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).